Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient customer called in regards to, the cardiosave intra-aortic balloon pump (iabp) having printer issues. Troubleshooting aid given to no avail. There was no patient injury reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. The customer performed the repair by installing the correct paper. Printer operation was tested, and the unit was returned to service. H3 other text : not returned to manufacturer